Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determined when, but at some time, the lead was not fully inserted into the device.

Event description:
It was reported the patient received inappropriate shocks due to noise and oversensing. It was also reported the lead had varying impedance, high impedance, loss of capture and a suspected partial fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.